Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: were any noises heard such as whistling or hissing? ---yes. If so, did the noise prevent insufflation? Please describe the noise. ---no information. Was there a drop in pressure? If yes, did this affect the visibility of the surgeon? ---no. What was the gas consumption rate or volume (liter/minute)? ---8l/min. Were you able to identify where the leak was coming from? ---no information. Was a device inserted in the trocar during the leaking? If so, what device? ---while an instrument was being inserted, air did not leak. When an instrument was removed, air leaked. Was any torque being applied to the trocar or device? ---no.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. Upon evaluation of the device, the duckbill was found to be slightly open at slit. A leak test was performed and the device was noted to leak without the test probe inserted through the device. However, an investigation has been initiated to address the potential root cause of the insufflations issues. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic low anterior resection procedure, air leaked from the beginning. Another device was used to complete the procedure. There were no adverse consequences for the patient.